Manufacturer narrative:
The reported event of balloon inflation issue was confirmed. The balloon was found to be ruptured and a part of the balloon latex was inverted. After returning the inverted balloon latex to original position, the edges of ruptured section were not able to match up. All through lumens were patent without any leakage or occlusion. No visible damage was observed from catheter body, balloon bonding sites and returned syringe. Further evaluation regarding related quality issues is under investigation. A device history record review was completed and documented that device met all specifications upon distribution. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis and any excursions above the control limits are assessed and documented as a part of the monthly review.

Event description:
It was reported that the balloon could not maintain inflation after the catheter insertion on the first day of use. The issue was resolved by replacing the catheter. There were no patient complications reported. Balloon integrity is usually checked prior to catheter insertion. However, it was unable to confirm whether the balloon integrity was checked for this case. Per product evaluation findings, balloon was found ruptured with ruptured edges not matching.

Manufacturer narrative:
Engineering evaluation was completed and concluded that a product risk assessment escalation was met. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis and any excursions above the control limits are assessed and documented as a part of the monthly review.